Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a por message was seen on the patient programmer. The patient was directed to follow up with the hcp to clear the warning por. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient was seeing a poor communication screen sometimes and sometimes the por message, the device wasn¿t working. The patient reported being in the hospital and had an unrelated surgery. The patient stated they started seeing the por message before the hospitalization and surgery, but before they could at least see their settings and they couldn¿t now. No troubleshooting could be done on the call and the patient was redirected to follow up with their healthcare provider. On (B)(6) 2019 the patient reported their programmer wasn¿t working, it kept showing press sync and when they did it would not connect to the ins. The patient stated they also saw the poor communication screen. The patient was using super heavy-duty batteries for their programmer and it was recommended to get regular alkaline batteries and it should resolve the issue. No further complications were reported.